Event description:
Revision surgery - due to the patient dislocating during transport. No implants caused this event.

Manufacturer narrative:
The reason for this revision surgery was for patient joint dislocation after 1month of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 862c1425. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints have been submitted for dislocations. The remaining complaints have resulted from other issues such as infections, instability and pain. No information was supplied that definitively described the nature or root cause of the dislocation other than it occurred during transportation. There are no indications of a product or process issue affecting implant safety or effectiveness.